Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and <1 colony forming units (cfu) of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found image guide bundle spider webs. Additional information was provided by the customer. There was no patient infection. There have been no deviations, deficiencies, or concerns regarding reprocessing. The storage environment of the device before sampling was 22 degrees celsius with 21% oxygen concentration. The last sampling was on (B)(6) 2023. The sample was taken after storage. The device was last used in a procedure on (B)(6) 2023. The device was last reprocessed at the customer site on 30nov2023. The device was reprocessed once before sampling. The device was quarantined after the positive culture was observed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the cystonephrofiberscope tested positive for 2 colony forming units (cfus) of flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.